Event description:
It was reported that this left ventricular (lv) lead exhibited high thresholds and low amplitude measurements. These measurements were noted during a boston scientific technical services (ts) consultant review of device data. It was also noted that the patient's heart logic heart failure index was above the threshold. Ts found that the system was operating as designed but recommended further episode review. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).